Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 5mm locking screw. Part and lot numbers are not available for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number a device history record (DHR) review could not be completed. Synthes manufacturing location and date of manufacture are unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery for removal of a trochanteric fixation nail advanced (tfna) system due to an infection related to the original surgery and a non-union. On an unknown date the patient was originally implanted with the tfna nail to treat an intertrochanteric fracture on the left side. On an unknown date the patient was diagnosed by x-ray with a non-union secondary to a post-operative infection. No information was provided on whether the patient had symptoms related to the non-union. The infection was diagnosed by cultures taken in the emergency room. No information was provided on whether the patient had symptoms related to the infection or whether there were contributing factors that lead to the reportable event. During the revision the original tfna nail, helical blade and a 5mm locking screw were removed intact. The intramedullary canal was reamed and a new short tfna nail was implanted. The revision surgery was successfully completed. No surgical delay was reported. The patient outcome was stable. This report is for one unknown 5mm locking screw. This report is 3 of 3 for (B)(4).